Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events (neurologic symptoms, suspected thrombus and/or outflow graft kinking), and heartmate 3 lvas, serial number mlp-010982 could not be conclusively established through this evaluation. The system controller periodic log file contains data from 17may2019 at 19:20 through 28may2019 at 10:19. The file captured 3 low flow events on 18may2019. The low flow hazard alarm was active for 2 of these events. Calculated average flow ranged from 2.3-2.4 lpm during these times. Overall, calculated average flow ranged from 2.3-3.2 lpm and motor power ranged from 3.292-3.608 mw. No notable trends in pump parameters were observed. The system controller event log file contains data from 19may2019 at 22:03 through 28may2019 at 10:39. Calculated average flow ranged from 2.6-3.1 lpm and motor power ranged from 3.285-3.572 mw for the duration of the file. No low flow events were captured. It should be noted that the file captured low power hazard and no external power events on 22may2019 at 07:01 (investigated under pi-2019-0114466-02). Excluding these events, no atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the file. The account communicated that the cause of the low flow alarms was not definitively identified. Vadogram imaging was reviewed and demonstrated concerns for pump/inflow graft thrombus, as well as concerns about kinking in the outflow graft. The patient initially received 2 fluid boluses with no resolution in low flow alarms. The patient also had recent neurologic symptoms (shuffling gait, left ear deafness, short term memory issues) but no acute symptoms upon presenting for treatment. The patient was put on a heparin drip. The patient ultimately received a heart transplant on 10jul2019 due to low flow alarms and ¿some sort of an occlusion in the pump circuit¿. Heartmate 3 lvas, serial number mlp-010982 was received and investigated under cs-125705, per-2019-0117533. The heartmate 3 lvas IFU lists neurologic and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists neurological dysfunction and thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. This document also contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow. In addition, this document outlines all pump parameters and provides information regarding the assessment of pump flow. The IFU also outlines all system controller alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced low flow alarms and also a no external power on (B)(6) 2019 around 7 am. The backup battery also had to be replaced but had 22 months left. Review of the log file by technical services did not show any low flow events. The no external power was confirmed on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. It was stated that the ebb fault was due to the no external power event and did not need to be replaced. On (B)(6) 2019, it was reported that the cause of the low flows was not identified. Vadogram imaging reviewed and demonstrated concerns for pump/inflow graft thrombosis, and there were concerns for kinking in the outflow graft. Patient initially received 2 fluid boluses with no resolutions in low flow alarms. Patient had some concerning neurological symptoms lately, including shuffling gait, left ear deafness and short term memory issues, but had no acute symptoms when first presenting for treatment. The patient reportedly was admitted for treatment and patient was on step down unit, heparin drop, q2 neuro checks. The patient was assessed for possible pump exchange or heart transplant. Regarding the no external power, the healthcare provider stated that it was unknown if the power cord came loose from the back of the mpu or the wall. It was not known if the patient used the vlock power cable for the mpu. No equipment was exchanged. No further information was reported.